Event description:
It was reported an angio-seal device was deployed in 2004. The pt presented to the hosp complaining of right leg pain, approx 1-1/2 weeks later: an angiogram revealed the device anchor had embolized to the posterior tibial artery and there was dissection of the common femoral artery (cfa). Attempts to retrieve the anchor with a snare were unsuccessful. The pt underwent surgery to repair the common femoral artery (cfa). The pt was reported to be recovering.